Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure devices were fragile and broke easily and removed in multiple pieces'), embedded device ('they were embedded into the cornu') and device expulsion ('essure devices found coiled in the uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endometrial ablation in 2006, cephalo-pelvic disproportion in 2005, stillbirth in 2003, ectopic pregnancy in 2001 and miscarriage. Concurrent conditions included dysmenorrhea, diarrhea, nausea, vomiting, sore throat, headache, dizziness and sleep disturbance. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical laparoscopy with bilateral salpingectomy, endometrial curettage). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion and embedded device to be related to essure. The reporter commented: date of removal (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure devices were fragile and broke easily and removed in multiple pieces'), embedded device ('they were embedded into the cornu') and device expulsion ('essure devices found coiled in the uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endometrial ablation in 2006, cephalo-pelvic disproportion in 2005, stillbirth in 2003, ectopic pregnancy in 2001 and miscarriage. Concurrent conditions included dysmenorrhea, diarrhea, nausea, vomiting, sore throat, headache, dizziness and sleep disturbance. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical laparoscopy with bilateral salpingectomy, endometrial curettage). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion and embedded device to be related to essure. The reporter commented: date of removal 11mar2020. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. Previously added event medical device removal was replaced to device breakage. New events added: essure devices found coiled in the uterine cavity, they were embedded into the cornu. Reporter, concurrent condition, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.